Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) was over-sensing noise causing inappropriate mode switches. The patient was asymptomatic. No changes were made and the patient was in stable condition.

Manufacturer narrative:
Correctional report needed to show the pacemaker was over-sensing the atrial flutter, indicating that is was functionally automatic mode switching (ams) was appropriate and the under-sensing was functional.